Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, there was air in the side port of the sheath. Air aspiration was performed and air would continuously leak during each ablation. The case was completed with cryo without replacing the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed twenty injections were performed with catheter 2af284/(B)(4) and showed temperature not able to drop below -35 degrees celcius at many injections. Upon visual inspection of flexcath sheath 4fc12 / (B)(4), results showed that the shaft was kinked 2.485 inches from the tip. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue (air ingress) has been confirmed through testing. The reported sideport issue has not been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve and kink on shaft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.